Event description:
This is a report of a home patient (hp) that had passed away due to sepsis. The treatment prior to death was not provided. It was not reported whether an autopsy was performed. No additional information was provided.

Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). Should relevant additional information become available, a follow-up report will be submitted.